Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited a high capture threshold. The physician decided to replace the atrial lead. However, during the procedure, the setscrew of the pacemaker had some anomaly. The physician explanted and replaced the device and the atrial lead. The patient was stable.

Manufacturer narrative:
The reported event of a setscrew issue was confirmed. Analysis revealed the physician was making incorrect wrench insertions. The physician attempted to force the wrench into the insets of the setscrew without the wrench being aligned with the hex inset. Therefore, the wrench tip could not be correctly and fully inserted into the inset of the setscrew. Analysis found the setscrews normal and could be tightened and loosened normally. No device anomalies were found. The setscrew problems were related to the physician¿s incorrect torque wrench use.